Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 500 mg/dl and has treated with another insulin pump. Customer's blood glucose readings had decreased to 299 mg/dl the next day. No further information reported.

Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. No button error alarms noted insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.